Event description:
The customer reported to olympus, that the hd autoclavable camera head had no image. The issue was observed during inspection for use for an unknown procedure. The procedure was completed with another device. And no patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for an evaluation. And the customers allegation was confirmed. Additional device evaluation findings were as follows: cable part cable flooded, cable part cable twist, scratches on the head switch button, loose head scope mount, and the scope mount on the head part is bent and the operation is heavy. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that cable imaging failed and the image was not displayed. The cause of the flood in the cable could not be identified. Olympus will continue to monitor field performance for this device.